Event description:
The device manufacturer received a lead in the failure analysis lab. The patient association was undetermined.

Manufacturer narrative:
Results: the lead segments were returned with an unspecified reason. Microscopic inspection of the lead segments revealed a 3cm twisted segment of the lead body where the wires were all broken. The clean cuts observed were consistent with explant damage. The fracture of the lead was caused by overstress, but the source of the stress could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.